Event description:
Coopervision was made aware by an ecp regarding a patient that obtained multiple eye infections. The ecp stated the patient had an infection in the right eye. The infection then cleared up after removing the lens. The infection returned after trying a new lens. This occurrence has happened 3 or 4 times. Patient was prescribed steroid. This information is unconfirmed. Clinical documentation was unable to be obtained. This report is filed with an abundance of caution. No lenses were returned.